Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via a merlin at home transmission showing nsrvo due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. Monitoring the situation was discussed, as there were 3 episodes within 10 minutes of each other and no prior history of the episodes. There were no patient symptoms.

Event description:
New information states that the patient presented with an additional episode of nsrvo due to post-paced t-wave oversensing. Programming changes were made. The patient was asymptomatic.